Event description:
The service engineer checked the laser after he had installed it at the doctor's office. He noticed that the foot switch was sticking or binding. He repackaged the foot switch assembly and sent it back to the fisma mfg. Plant. The doctor had not yet used the foot switch.